Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported the patient saw manufacturer¿s representatives (rep) several months ago and at regular office visits with the managing hcp (health care professional) and patient has another office visit on (B)(6) 2017. The reporter stated that the doctor's staff told the patient that the "upper portion" of the interstim is not functioning and therefore the programs are limited but when the rep has been there, they have worked, and the rep confirmed there is no problem/they are functioning. Family member reported the hcp is wondering if the patient should go back into surgery and maybe have the interstim adjusted or replaced, but the caller doesn't feel comfortable doing that unless rep is on site to confirm whether there is a problem. The patient met with a rep due to the suspected issue in (B)(6) 2016. The rep changed device settings and said there was no damage to the lead and it worked well on all levels, and rep had not been notified since that time. It was noted that the rep also changed the batteries in the patient programmer. No symptoms were reported and no further complications were reported or are anticipated.